Event description:
Pt had bard port with groshong catheter implanted. This was implanted into the left subclavian. Following the procedure, the groshong catheter was noted to be in proper position and functioned appropriately. The catheter was in use, without difficulty until fluid infused via the catheter infiltrated into tissue instead of infusing. Subsequent x-ray revealed catheter was displaced in the right ventricle of the heart. The catheter fragment was removed under local anesthesia without harm to the pt. The bard port remains implanted at this time. The catheter had disconnected from the port.